Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump communicated properly with the glucose sensor simulator, transmitter, and test blood glucose meter, and the blood glucose was listed in the sensor graph screen. The blood glucose value properly displayed on the screen and all alarms during testing were properly recorded. No unexpected weak signal alarm was noted. However, alarms were noted due to a corrupted history file. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer reported that the insulin pump was getting a weak signal and did not seem to alarm at the correct times. Additionally, the customer stated the insulin pump was not storing all alarms. The customer's blood glucose was 10.8 mmol/l. Nothing further was reported.